Event description:
It was reported that a leak was visible at the top of the pump where the tubing set is welded to the bladder. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 06-sep-2022 via email and attached to complaint object: this defect notification encompasses two customer complaints with (B)(4). Both complaints came from the same customer and the same lot number but we cannot point to the specific lot numbers for the 3 leaking units as there were multiple lots used for the total lot compounded. H6: event problem and evaluation codes: updates not required. H10: device evaluation: device evaluation was completed. No product was returned. We are unable to confirm the reported complaint. The cause of the reported problem could not be determined. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: d4: correction: model number: should be blank.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-15177]. The report was submitted in error, corrected data: corrected information provided in h10.

Manufacturer narrative:
, Corrected data: please disregard the reports submitted with the MFR: 3012307300-2022-15177. The reports were submitted in error.